Manufacturer narrative:
This device is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that during a prior to a prophylactic replacement procedure due to its inclusion on an advisory, this pacemaker was observed to not be able to be interrogated with a programmer. The field did not try any further interrogations due to the potential of putting the pacemaker in safety mode, so surgical intervention was performed, as planned, to explant and replace the pacemaker. Post-explant, the field was able to interrogate the pacemaker successfully, and confirmed it never declared safety mode. No additional adverse patient effects were reported. The pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a prior to a prophylactic replacement procedure due to its inclusion on an advisory, this pacemaker was observed to not be able to be interrogated with a programmer. The field did not try any further interrogations due to the potential of putting the pacemaker in safety mode, so surgical intervention was performed, as planned, to explant and replace the pacemaker. Post-explant, the field was able to interrogate the pacemaker successfully, and confirmed it never declared safety mode. No additional adverse patient effects were reported.